Manufacturer narrative:
Clarification: the complainant part was manufacturing in (B)(4), but sterilized in (B)(4). Until the point of sterilization, the product could not be sold in the EU. Therefore, (B)(4) will remain the manufacturing location on this report. Manufacturing investigation evaluation: a visual inspection of the plate shows the part is broken into two pieces. The break is at combi-slot f. Marks and scratches are present on the top and bottom surfaces of the plate. The plate is also twisted near the break. The raw material was verified and found conforming. The part was inspected for minimum wall thickness, width, depth, diameter, and thread depth at combi-slot holes a and f and were found to be conforming for hole a. Hole f failed because that is where the part is broken as described in the as received condition above. As there is no manufacturing related issue, a manufacturing related cause can be excluded. Product investigation summary: as a root cause, the complaint description stated that the plate broke during pre-bending. It is important for the user to work carefully and according to the surgical guide in order to avoid such breakages in the future. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 11th september 2014. Expiry date: 1st september 2024. Sterilization was conducted by supplier : (B)(4). Article 04.112.009 was manufactured in the us under lot number 7762808. #372353/197555 ¿ july 06, 2016, dom: 21aug2014, sterile: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp sup ant clavicle plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown (B)(4). Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for fracture of distal clavicle took place on (B)(6) 2016. During the surgery, the clavicle plate became broken when the surgeon tried to bend the plate. The breakage occurred at the proximal hole of the plate. Another plate was applied and successfully fixed to the clavicle. The surgery was extended for thirty (30) minutes. No adverse consequences were reported. This is report 1 of 1 for (B)(4).